Manufacturer narrative:
The customer indicated the device was discarded. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number listed. The domestic list number has a common device name of 80gcx and is 510k exempt. The info on reprocessing of the device was requested; however, no response has been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a separation. At an unspecified time, the anesthetist placed the catheter to monitor continuous blood pressure during a craniotomy procedure. There were no reported issues at the time the catheter was inserted. It was reported after 5 hrs and 40 minutes in use during removal of the catheter, the tip of the catheter was missing and reportedly had broken off in the pt. On (B)(6) 2010, the end of the cannula was located and surgically removed from the pt. Though requested, no additional info was provided.